Event description:
Surgery with the same protocol was done with 10 pts, 3 out of 10 showed adverse reaction. 2006: external sinuslift with mixture of straumann boneceramic & autologous bone, lateral augmentation with bone block (donor site: mandibula retromolar), fixation with osteosynthesis screw, covered with biogide membrane. Augmentation region: 25, 26. Approx six and a half months later: syrinx with sanies, rinsing with chlorohexidine. Five days later: removal osteosynthesis screw. 2007: revision: bone block not healed, was removed. Approx two months later: extraction tooth 24 because of red gingiva, correlation to inflammation couldn't be ruled out, tooth was endodontal treated (less "good" tooth substance made the decision easy).

Manufacturer narrative:
Infection is always a treatment risk as described in the instruction for use. An analysis of the product DHR was completed and the product met it's specification.